Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the trembling was an unrelated health issue. The cause of the trembling wasn¿t determined. The rep spoke with the patient and confirmed the device was off and encourage the patient to follow up with her doctor. It was unknown if the issue was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller wanting to clear pt for MRI and pt can't connect their remote with ins and only seeing "?" Style of message. Caller told by pt that system never really worked for pt since implant. The reason for call was to get assistance with the therapy. Pt reported that they haven't used or charged the ins in several years because they didn't get the expected therapeutic relief from the ins. Pt stated that they had to get the ins jump-started by the mdt rep at the hcp office so that they could get an MRI. Pt stated that they need another MRI to address "bad issues with their back and si joint" , but they are unable to get the insr to sync w/ the ins. Pt stated that they are considering taking the ins out because the ins doesn't work. Pt stated that they have problems w/ their si joint where the ins battery is located, and noted that the ins battery pack may possibly be irritating the joint. Pt stated that they had a "bad spell" that was "terrible" w/ their back, because of this issue. Pt noted that they do not know if this issue is related to the ins. Patient services (pss) asked, and the pt stated that they noticed the insr would not sync up w/ their ins a couple of days ago, but the issue w/ their si joint started over a year ago. Due to this, pss is marking the event date asked, unknown. Pss asked the pt when they last successfully charged the ins, but the pt didn't answer. Pt confirmed that they just get the reposition antenna screen on their ins. Due to the nature of the call, pss reviewed possibility of overdischarge and steps to resolve overdischarge. The issue was not resolved. Pss is reaching out to the field for further assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported that the patient had not maintained a charge on their ins for approximately 1 year. The patient needed a lumbar MRI and was unable to communicate with the ins to put into MRI mode. The patient needed a cord to perform a trickle charge. No patient symptoms were reported. Subsequently it was reported the patient had not used the ins in over 1 year because the patient was not getting adequate pain relief. The manufacturer representative (rep) wanted to know how to verify MRI eligibility if the ins was likely in state of overdischarge. The patient later reported they had not used their ins for about a year because they were not seeing any results from using it. The patient reports having sciatica pain for about 3 days and was in the hospital and could barely walk. The patient could not find the recharger. The patient was redirected to follow-up with healthcare provider (hcp). No further complications were reported/anticipated. On 2020-06-02, additional information received from the manufacturer representative reported that the implant was charged, a power on reset was cleared and the device was put into MRI mode. It was determined that the patient hadn¿t charged in a year and the issue had now been resolved. On 2020-june-08, additional information was received from the patient reiterating events previously documented. The patient stated that they had now been home from the hospital since (B)(6) 2020. They indicated that they needed an MRI done while in the hospital; however, they couldn¿t find their recharger so a rep gave them loaner equipment for the time being so they could have the MRI performed. The patient stated that they hadn¿t used the ins for years as it wasn¿t quite working, but that now since they had been home from the hospital they felt a trembling on the inside of their body, like their body was vibrating. The patient stated that they charged the ins today and they had decreased the therapy intensity to 0. They stated that they then turned the ins off; however, they still felt the trembling in their body. The patient stated that they placed a call to a manufacturer representative (rep) today and left a message so they were waiting to hear back from them. Patient services advised the patient to wait and hear from the rep as the ins should be checked in person. No further complications were reported/anticipated.